Event description:
The device was used during an unknown procedure. Reportedly, the device did not fire properly after reloading. No pt injury was reported. Another device was used to finish the procedure.